Manufacturer narrative:
(B)(4). For seven events, the investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified. For two events the investigation found there was a mechanical failure of the mixer assembly. The mixer assembly was replaced and checks were performed. For one event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events. Erroneous non reproducible results were generated by the cobas e411 rack analyzer. The events involved 17 patients with the following: 1 elecsys ft4 ii assay, 1 elecsys tsh assay, 5 elecsys hcg + beta test system (hcg + b), 2 elecsys hcg test system, 1 elecsys probnp ii immunoassay, 1 elecsys cortisol ii, 1 elecsys dhea-s (dhea-s), 1 elecsys testosterone ii assay (testosterone ii), 1 elecsys prolactin assay (prolactin), 1 elecsys shbg (shbg), 1 elecsys estradiol iii assay (estradiol iii), 1 elecsys c-peptide (c-peptide). The provided patient ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. One patient's weight was (B)(6). The other patients' weights were requested but were not provided. Six patients were female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined.